Event description:
The event is reported as: complaint description: when using the applier for loading the clips, the plastic of card came out with clips too. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.